Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set failed at the white connection piece in middle of the set (bushing) which resulted in leak of intravenous (IV) fluid. The issue occurred during sterile compounding in the pharmacy prior to addition of drug. The set was attached to a bag and the tubing was primed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6: component codes(additional code), h6(update codes), h11. H11: two devices were received for evaluation. Visual inspection on the returned samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test were performed and a leak between the tube and the second connection of tube (bushing) was observed in one of the devices. The other sample was tested under water and the results were satisfactory, with no defects observed. The reported condition was verified in one device; however, it was not verified in the other returned device. The cause of the issue was due to an incorrect manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.